Event description:
Follow-up information revealed the patient's hip pain has resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced hip pain, although the patient is unsure if the pain is related to the device. In addition, the patient reported needing an MRI. The patient is requesting removal of the scs system due to unrelated health concerns. Surgical intervention may be undertaken at a future date.

Event description:
Follow-up identified the patient's ipg was explanted during which a white chalky substance was noticed around the ipg site. Cultures were taken at the time; however, the results are unknown.